Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4) could not conclusively be determined. The relevant sections of the device history records for (B)(4) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21may2018. The current version of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to an unknown cause. Death was noted to be related to the patient condition. The patient was found down in their home. It was reported that the device operated as intended. There were no device issues or malfunctions that may have contributed to the patient's cause of death. The device was not returned for evaluation.